Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 1025mg/dl while wearing the pod on her arm. She was hospitalized for a few days (three or so) and it was determined that the issue was the pod site. Treatment included placing the pod on different site to bring her blood glucose down and hospitalization, where her levels were promptly brought down over the course of the visit. The patient reported that everything has been fine since this occurrence over 6 months ago and could not remember any further details.